Event description:
During the procedure, no abnormalities were found on the tactisys or ensite, but the contact force did not display on the ensite. The catheter was replaced and procedure was completed with no adverse consequences to the patient. The hospital discarded the reported catheter.

Manufacturer narrative:
Fsca number: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. However, this batch is associated with a potential recognition issue and loss of functionality.